Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program reported a catheter restriction alarm during patient mobilization using the tilt bed function, as well as a single gas loss alarm during a subsequent attempt. No patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11 keeping UDI partial in emdr ((B)(6) ) as serial number is not available. (B)(6) reported that the attending wants iabp patients walked. (B)(6) said that to start this process, they attempt to use the tilt bed function to get the patient up. When he attempted this the first time, he got a catheter restriction alarm. While attempting the other day, he got a gas loss alarm one time, used iab fill key which resolved the alarm and resumed therapy then got another catheter restriction alarm. Esp personal explained the nature of both alarms and why using the tilt bed function could trigger both. (B)(6) said he would discuss this issue with the attending and has esp phone number for any further questions. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
N/a